Manufacturer narrative:
(B)(4). The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Bowel perforation is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2016 the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube. In (B)(6) 2017 the patient developed abdominal pain and was admitted to the hospital on (B)(6) 2017. The patient was diagnosed with a bowel perforation and a bowel fistula. The physician will remove the tube on an unknown date.

Manufacturer narrative:
Reference record: (B)(4). No lot number was provided; therefore, a review of batch documentation could not be performed. Fistulas are an uncommon but known hazard of intestinal tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 the physician reported that there was no bowel perforation. The patient developed the enteric fistula in the small intestine which was caused by the tip of j tube. The patient received antibiotics for couple of days. The patient had new j tube placed and is currently using the duopa medication.